Manufacturer narrative:
On 5/13/2021, bwi received additional information indicating that this adverse event was discovered during use biosense webster products. The event required surgical intervention a temporary pacemaker was implanted. The physician¿s opinion on the cause of this adverse event: procedure. The patient is male. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30441708m number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure the patient developed heart block. Pulmonary vein isolation (pvi) was conducted in order lpvi then rpvi, when pacing was off, sinus block was confirmed. At the time of procedure, since it returned to sinus rhythm when isp was inserted, it was judged to be a mild sinus block, and the patient was discharged after putting in a temporary measure. After that, the progress was being checked. The physician¿s commented that it seems that when rpvi was performed, sinus node artery was disturbed, resulting in sinus block. It was judged that the cause was not the product defect but the ablation line that was treated. No further information is available per initial report. Ablation settings and parameters were unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.